Event description:
Cutting balloon 3mm-rupture-could not dislodge from "prox r12". (Over the wire). Proper size (smaller than prev stent). Proper technique: slow inflation, deflation, forward motion before withdrawing. Buddy wire, smaller cath thru larger guide-could not dislodge. Snare, forceps-could not dislodge, shaft separated from balloon. Pt stable-elected not to go to surgery: 10 days-2 weeks and doing well.